Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. After deployment of the 2.50 mm x 16 mm promus premier, a distal edge dissection was noted. The dissection was covered with a 2.50 mm x 12 mm promus premier and the procedure was completed successfully and no patient complications were reported. It was further reported that the 90% stenosed and moderately tortuous and moderately calcified lesion was pre dilated with a 2.00 x 08 mm non-compliant balloon. The 2.50 mm x 16 mm promus premier was deployed at 14 atm for 14 second and the dissection was type b.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending (lad) artery. After deployment of the 2.50 mm x 16 mm promus premier, a distal edge dissection was noted. The dissection was covered with a 2.50 mm x 12 mm promus premier and the procedure was completed successfully and no patient complications were reported.